Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when the was implanted, high, out of range pacing impedance was observed. The physician concluded the outer layer of the wire was broken. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.